Manufacturer narrative:
(B)(4). Product evaluation determined that the inlet and outlet valves require a pull open current that exceeded the specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump was subsequently explanted.